Manufacturer narrative:
The device was evaluated by stryker and the reported issues were able to be verified and was able to be duplicated. It was determined that the cause of the display issue was damaged front case, bottom case and keypad. The cause of the device not completing boot up cycle was failed pcbs on the device. The parts were replaced to solve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device screen was blank. During evaluation by stryker, the device was not booting up after power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device screen was blank. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.